Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A lot history review was conducted. The lot met all release criteria. The probe was returned for evaluation. The complaint investigation is inconclusive for the reported labeling issue as no packaging or labeling was returned and confirmed for failure to obtain samples due to the improper chamber assembly that was attached to the probe. Based on the results of the investigation, the alleged labeling issue is inconclusive. The sampling issue was likely the result of improper vacuum due to the wrong chamber being attached to the probe. It is unknown how or when the chamber mix up occurred. The current IFU provides instructions for use, warnings and precautions. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure into an adenofibroma, that no tissue samples were collected after thirty sample passes and that the probe that was used was pulled from a 7g packaging but was a 10g probe. Another device was used to complete the procedure. There was no reported patient injury.